Event description:
It was reported that during a stenting treatment procedure, the balloon of the express biliary stent system could not be deflated. The patient was asymptomatic during this event. The lesion being treated was a calcified, 65-75% stenotic lesion in the sma. The physician used a 6 fr introducer sheath for vascular access, and a .035 guide wire to cross the lesion. It is noted that the lesion was not pre-dilated. The balloon of the express biliary stent system was inflated to ten atms and appeared to be deflated before withdrawal attempts were made. Upon withdrawal, it was noted that the balloon was stuck to the stent. The physician used a 10 cc syringe, then a 20 cc syringe, and tried to turn the shaft, but the balloon could not be released. The balloon was reinflated / deflated by hand and was pulled with force then it detached from the stent. The balloon and the sheath were removed as one unit and the procedure was successfully completed. When viewed on the back table, the balloon appeared collapsed, but winged out. It was reinflated outside the patient, and could noit be deflated without being squeezed. No patient injuries or complications were reported. Patient status is reported as `stable'.